Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported the logs indicated a motor stall occurred on (B)(6) 2016 at 12:06 and a motor stall recovery on (B)(6) 2016 at 12:21. No patient symptoms were reported. No further complications were reported.